Event description:
Customer reported receiving an inaccurate high glucose reading from their freestyle flash meter and self administered extra insulin based on the reading. Customer reported experiencing symptoms of incoherent, numbness and loss of memory. Paramedics were called and treated customer with an IV solution and glucose shot. Customer was then transported to miami valley hosp where he was diagnosed with severe hypoglycemia and treated with glucose and ice cream. There was no report of death or permanent impairment.

Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.